Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), while performing a pre-implant capacitor reform while in the box, displayed a message stating that a magnet was over the device and needed to be removed for the cap reform to continue. However, there was no magnet near the device. The device had been on the cathlab shelf since shipment. Interrogation revealed that a tachy episode had been stored, and noise was seen on the egrams. Technical services (ts) discussed possibilities, and the caller verified that the device was not close to a magnet or an external defibrillator. The device will be returned for analysis.